Event description:
Caller reported an alarm related to occlusion events that occurred earlier in the day, leading to the customer's blood glucose level exceeding 500 mg/dl, with the display reading "high." To address the high blood glucose levels, the customer administered a correction bolus via the pump and changed the infusion set and cartridge before resuming insulin. Though experiencing more than one previous occlusion event, the customer consistently took these actions to resolve the issues and did not require further assistance beyond normal support provided by a third party.